Manufacturer narrative:
No device was returned for analysis of complaint of power interruption during infusion. No previous repair was noted for the last 12 months. Although pictures and video were submitted as evidence in the complaint, the device itself was not returned for review. As a result, a product evaluation could not be conducted to confirm the reported issue. Based on the review of the service history and information provided from the customer, could not determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H3: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the loss of power occurred while running the pump. It occurred when using the rechargeable battery resulting, there was power interruption during infusion. There was patient involvement/ no adverse event was reported.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the device is not intended to deliver therapy during drop events. The IFU explicitly instructs users to inspect the pump after any drop or impact to ensure proper function. Based on investigation the shutdown behavior is attributable to severe mechanical impact causing the battery door to open, resulting in expected interruption of electrical contact. The pumps-maintained power under all intended-use and all specification-required test conditions. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.